Event description:
Customer reports discrepant results with meter compared to lab. Date: unk, inratio: 3.5, lab: 2.6; date: unk, inratio: 3.4, lab: 2.6; date: unk, inratio: 6.1, lab: 3.6; date: unk, inratio: 2.1, lab: 3.0; date: unk, inratio: 2.3, lab: 2.5.

Manufacturer narrative:
Investigation pending.